Event description:
A malfunction alarm with the code "malf 16" was reported for the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to return the malfunctioning pump using a pre-paid label, and tandem technical support confirmed the shipment of a replacement pump. The pump was still under warranty, and the customer agreed to use multiple daily injections (mdi) to maintain insulin delivery in the interim.